Event description:
Bd insyte autoguard had a needle retraction failure. Nurse started a 20ga x 1.00in IV catheter and the mechanism to retract the needle jammed and would not allow needle retraction at al. Nurse stated she had tried to maneuver the white button around and was still unable to get the needle to retract. Risk of needlestick and bloodborne pathogens due to inability to retract needle following an IV insertion.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report that the needle would not retract was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation. The photos showed a needle from an insyte autoguard device. The needle remained extended from the grip. The white button appeared to be pressed inward. This may occur when adhesive is dispensed into the hub to secure the cannula. If there is excess adhesive or a station or part misalignment during the dispense process, adhesive buildup on the nozzle may seep down into the other components.the appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.